Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported air embolism could not be conclusively determined.

Event description:
During an electrophysiology procedure using a fast cath swartz transseptal introducer, an air embolism occurred. A fast cath swartz transseptal introducer was placed into the left atrium and an inquiry optima ep catheter was advanced. An air embolus was then noted in the left atrium and the patient became hypotensive. The procedure was aborted. The patient then developed mild paralysis and is undergoing rehabilitation.